Event description:
After having essure implanted, had severe heavy bleeding and cramping during menstrual cycle until I went through menopause. Excessive weight gain (B)(6) even after working out 5 days a week. Bloating, increase anxiety and depression. Difficulty concentrating like in a fog, increase joint pain, continued daily cramping and restless leg. Scheduled to have coils removed (B)(6) 2019.